Event description:
The cardiologist attempted arteriotomy closure with a prostar 11 fr pvs device. The device locked during deployment and the handle broke away. The cardiologist was unable to determine whether the needles had deployed enough to prevent device removal. The pt was taken for surgical removal of the device. Surgery was successful and the pt was discharged the next day with no residual complications. The returned device was inspected. It was determined that the needles in this device had crisscrossed during deployment. A review of mfg and shipping records revealed that 50 devices from this lot were shipped. There have been no other complaints received regarding lot #1290 and no similar complaints regarding the prostar 9 fr device. Co therefore believe this to be an isolated occurrence.